Event description:
The customer reported via phone call that he had a clear or blank vertical line on the left side of the screen. Customer stated that the insulin pump was dropped but it does not correlate with the vertical line on the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.